Event description:
It was reported to boston scientific corporation that post-operatively on (B) (6) 2010, following a cystocele repair procedure performed on (B) (6) 2010, using an uphold vaginal support system, the patient presented with leg and buttock pain. "The physician took the patient back in and released tension at the pain site." No information regarding what was done to release the tension, patient information, or patient condition has been forthcoming.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that post-operatively on (B)(6) 2010, following a cystocele repair procedure performed on (B)(6) 2010, using an uphold vaginal support system, the patient presented with leg and buttock pain. It was reported on (B)(6) 2010, that the physician brought back the patient (exact date unknown), "dissected back and pushed on [the] mesh arm to release any tension." The patient was discharged from the hospital on the same day and is reportedly doing "well."